Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had a right knee revision. Update 3/6/2015: it was reported that the knee was revised due to septic knee.

Event description:
Patient had a right knee revision. Update 3/6/2015: it was reported that the knee was revised due to septic knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. When completed, the investigation results will be submitted in a supplemental report.